Event description:
It was reported to philips that the device issue is that the "shock is not getting delivered". The customer reported the shock was not getting delivered as defib rfu indicator was displaying solid red ¿x¿ with periodic audio chirp. There was no reported patient involvement/adverse patient impact.